Event description:
It was reported that there were high lv thresholds. During the lead extraction procedure, the doctor noted that extraction was more complicated that anticipated. The locking stylet could not be advanced past the lobes of the lead, therefore there was no stability at the end of the lead during traction. A laser sheath was used, and during the process of pulling the lead out, the blue push tubing snapped, and then the lead coil snapped. Thus, the distal part of the lead, from the proximal lobe to the lead tip, remained in the patient's body. The remainder of the lead was explanted, and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed.